Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 300mg/dl and 130mg/dl. No quality controls were run. No adverse event reported. Customer states he does not have any strips at this time; a replacement was sent.